Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
The patient was enrolled in the (B)(6) clinical study on (B)(6) 2020 with patient identifier rd (B)(6). It was reported that the closure device did not seal. Medical history: at the time of enrollment, the subject had a medical history of paroxysmal atrial fibrillation for greater than one year and cha2ds2-vasc score of 3, hyperlipidemia, atrial fibrillation ablation using the cyro technique (most recent: (B)(6) 2017), coronary artery disease, mitral valve regurgitation (tissue valve), tricuspid valve regurgitation (tissue valve), pulmonary valve regurgitation (tissue valve) and seizures. Procedure summary: prior to the index procedure, aspirin was administered. A 30 mm watchman left atrial appendage (laa) closure device (lot# 25135645) was attempted to be used but was not successful due to release criteria not met (position-too distal), anchor (stability) and seal. The subject then underwent successful placement of a 27 mm watchman laa closure device (lot# 25203490) with complete laa seal and deployed device diameter of 19.3mm. After the implant procedure, the subject was started on aspirin and clopidogrel. The subject was discharged one day post index procedure. Post procedure event summary: on the 3 months follow up dated (B)(6) 2021 revealed a largest residual jet around device size 4.5mm. On (B)(6) 2021, 380 days index procedure, at the 12 month follow up visit, transesophageal echocardiography (tee) revealed jet size around the device of 5.1 mm associated with leak in front of a coronary sinus or vein with flow. No action was taken for the event. At the time of reporting the event was considered ongoing.